Event description:
The customer reported "tiny metal specks under her skin due to the tips of the lancets breaking off when she lances her finger for blood test." The customer also indicated that this has happened several times, and she will report this event to the doctor in one month. There was no report of death, permanent impairment of third party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.